Manufacturer narrative:
Additional info will be provided once the investigation is completed.

Event description:
It was reported that the tip of the product melted. It was further reported that the product was being used in a case, probably a shoulder arthroscopy, when the event occurred. The product was swapped out with another and the case was completed.